Event description:
Four ep implant trays with lot number 815463 was pulled out from the cabinet because they had damages/perforations on the outer cover. The sterile implant packs were set aside and removed from circulation. The representative from cardiology supply chain was informed of the damaged sterile packs. She will contact the manufacturer via email and phone to notify them of the damaged packs and arrange for replacements.